Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that the integrated electrosurgical generator unit (iesu) was presenting a message stating "check generator is powered on". The technical support engineer (tse) advised the customer to check the iesu connection and video processor connections, however, the message persisted. The tse instructed the customer to power cycle the iesu and the message still remained. As a result, the customer swapped out the vision side cart (vsc) for to proceed with the procedure. The procedure was converted to another da vinci system. There was no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the e-200 generator was not enabled and reprogrammed the node. The system was tested and verified as ready for use.